Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon quality assurance. The used device was not returned for eval. However, an investigation will be conducted using available info. Results of the investigation are still pending and will be sent in a follow up MDR.

Event description:
The tubing of the administration set separated from the drip chamber resulting in a chemotherapy drug spill. No harm was done to the pt or clinician.